Event description:
It was reported that during a peripheral intervention procedure a balloon rupture occurred. The 99% stenosed lesion was located in a severely calcified and moderately tortuous left external iliac artery. The first and second inflations with the 7.0mm x 60/135 sterling monorail balloon were performed at 6 atms. The third inflation was at 10 atms and the balloon ruptured. The procedure was successfully completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)